Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following information was requested, but unavailable: did the black active titanium blade break and fall into the patient? Did the white tissue pad break and fall into the patient? If yes for the white tissue pad breaking, is the white tissue pad completely missing from the clamp arm of the device? The event description states " patient is being x-rayed for pieces at the time of the call." Were any pieces found on the above mentioned x-ray? If yes, how were they recovered? Was this procedure converted to an open procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the device broke in the patient. Case completed with another device of the same product code. Unknown patient consequences. Patient is being xrayed for pieces at the time of the call.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2020. Additional information obtained: did the patient have a post-op CT scan? Yes. If the CT scan took place post-op, what results were found? Results were negative. Were there any other changes to post-op patient care for this patient? No changes, patient doing well. If so, what other treatment(s) or procedure(s) occurred post-op? N/a. No further treatment needed, patient doing well.

Manufacturer narrative:
(B)(4). Batch # t93f2p. Additional information received: did the black active titanium blade break and fall into the patient? About 1cm of the black active titanium blade tip broke off. After much searching, broken tip was not found. Did the white tissue pad break and fall into the patient? No, white tissue pad stayed intact. If yes for the white tissue pad breaking, is the white tissue pad completely missing from the clamp arm of the device? N/a. The event description states "patient is being x-rayed for pieces at the time of the call." Were any pieces found on the above mentioned x-ray? No, 3 x-rays were taken but nothing was found. If yes, how were they recovered? N/a. Was this procedure converted to an open procedure? No, laparoscopic only. Are there any plans to locate the piece? Yes. At the time when the three x-rays were taken, surgeon offered to do a CT scan but patient denied request. Last week patient reached out to surgeon and stated she would in fact like to schedule a CT scan. Appointment set up for next week. Was there any change in the patient care as a result of this event? No changes. What is the current patient status? Post op 10-12 days. Patient doing well, follow up visit was normal. Attempts are being made to obtain the following information: did the patient have a post-op CT scan? If the CT scan took place post-op, what results were found? Were there any other changes to post-op patient care for this patient? If so, what other treatment(s) or procedure(s) occurred post-op? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.